Manufacturer narrative:
Ipg serial number was included multiple field advisories. 1627487-07262012-002-r, 1627487-12192011-003-r. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient might undergo surgical intervention. The reasons for the surgery are unknown at this time.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019 wherein the patient¿s ipg was explanted and replaced. The reasons for the ipg explant and replacement are unknown. Therapy has been restored post-op.